Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that her sugar was not coming down. Customer gave insulin with the pump and blood glucose value was 284mg/dl. Customer treated with the pump and blood glucose value yesterday was as high as 400 mg/dl or something. Customer said that last night they had plenty of insulin but changed everything and blood glucose value was 300mg/dl or something. Customer stated that they will check blood glucose value to see if it has come down to 221mg/dl. Customer stated that the pump was not under delivering and drive support cap was normal. Customer was assisted in performing high pressure test and it failed. Insulin pump will be returned for analysis.